Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an incorrect measurement, and low battery voltage was noted prior to using the device while in field rotation.

Manufacturer narrative:
The reported field event of incorrect measurement and battery problem were not confirmed in the laboratory. Device failed to apply trim and ship setting during stock rotation test, this resulted in a temporary high current state and voltage dropped below the specification. Error message was also noted during interrogation due to missing trim value and ship setting in device. Analysis performed after reloading trim value and ship setting to device indicated that device exhibited normal device characteristics, battery voltage went back to bol level, and device was able to be interrogation without any anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.